Manufacturer narrative:
On 10/6/2020, biosense webster inc. Received additional information was received about the patient and the event. It was reported the patient was female and the outcome of the adverse event improved. The adverse event was discovered during the procedure and the physician mentioned that the cause of this is due to the competitor's product. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Device investigation details: additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone: (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation (afib) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. After pvi, cavotricuspid isthmus (cti) was conducted and the procedure was over. Then, the patient¿s blood pressure dropped after returning to its room. Body surface echocardiography was performed and revealed pericardial effusion. Protamine was administered and pericardiocentesis was performed to drain an unspecified amount of fluid from the pericardial space. About 20 minutes after the pericardial drainage, the effusion disappeared, and the blood pressure restored. Patient was moved to the intensive care unit (ICU) for monitoring and was later discharged as scheduled. There¿s no indication that extended hospitalization was required. Physician commented that it is possible that the sureflex sheath (non-j&j product) injured the right atrium when inserting the sheath into the left atrium. The physician looked back at the fluoroscopy and confirmed the effusion occurred at that timing. This event is being conservatively coded under the thermocool® smart touch® sf bi-directional navigation catheter since the event was discovered after ablation therapy was already applied; therefore, the ablation catheter cannot be excluded.